Manufacturer narrative:
Block h6: imdrf device code a150208 captures the reportable event of suture stuck in housing.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal ligation procedure performed on (B)(6) 2026. It was reported that after opening the package, the suture was not installed properly causing the product to be unusable. The procedure was completed with an alternate device. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.